Event description:
Consult to video-assisted thoracic surgery (vast) placed due to catheter "leaking". Vast arrived at bedside to assess. PICC line found to be leaking from insertion site. Chest x-ray (cxr) ordered. Cxr appears to show line perforation around 3cm from hub. Spoke with minimally invasive surgery (mis) bariatrics (B)(6) to inform of vast plan of removal. PICC removed at bedside by vast registered nurse (rn) mtrexler, no complications, confirmed line perforation at 2.5cm. Before removal, leaking at site noted that did not result in patient injury.